Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd catheter IV passive safety non-winged closed system singe port pink 20gx31.75mm nexiva needle pierced the catheter. The following information was provided by the initial reporter: inserted a 20g nexiva IV. Felt significant resistance during the procedure. Pulled the IV out for this reason, upon doing so noted that somehow the sharp had gone through the cannula. Level of harm: no apparent harm - reached patient/person, inconvenient

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed and the cause appeared to be associated with use. One 20g nexiva unit from lot #3234047 was provided for investigation. The catheter was received with a v-shaped breach in the tubing, which was consistent with needle puncture damage. What appeared to be blood residue was observed throughout the catheter tubing, which indicates that the product was used. Had the damage existed prior to insertion, the catheter would not likely be placed. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.